Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators product advisory population, declared elective replacement indicator (eri) due to an extended middle of life (mol) charge time of 24.3 seconds, after approximately 69 months of implant.

Manufacturer narrative:
A new boston scientific device was successfully implanted with no adverse patient effects reported. Several attempts have been made to obtain this explanted device for return and analysis. This event will be updated if any additional information becomes available.